Event description:
Hcp reported pt presented with signs of an infection of the device pocket and lead track. These include swelling and drainage. Cultures of the device pocket were obtained. Results of organism cultured is unknown. It is unknown if pt has meningitis. The pt was treated with IV antibiotics and device explant. Hcp reported pt's infection is resolved. The device was not returned to the manufacturer for analysis.